Event description:
It was reported that the patient sought medial attention at an urgent care clinic on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to approximately 500 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the cannula was found to be bent. Reported symptoms include increased thirst, fatigue and confusion. The patient was treated with oral potassium and intravenous fluids. The patient was released around 1 hour later, on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: cp1a.260305.018, hardware: pixel 6, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.